Event description:
It was reported that the lead was explanted and replaced due to elevated thresholds and diaphragmatic stimulation. No patient complications have been reported as a result of this event.